Event description:
Customer called to report hospitalization for high bgs. Customer was on manual injections at the time of call. It was stated that through the day they were feeling ill, and bgs were running high all day. Also customer primed with the bolus feature instead of the prime feature. Troubleshooting was performed. Device passed the test and the insulin exited. A replacement pump was requested.